Event description:
This spontaneous report was received on (B)(6) 2013, from a reporter reporting on (B)(6) male consumer from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, during a dental surgery the two pieces of johnson and johnson first aid sterile rolled gauze for unknown indication (dose, frequency, lot number, and expiration date unspecified) were left in his airway, and multiple gauze pads were left in during surgical procedures that resulted in death. A specific johnson and johnson first aid sterile rolled gauze and lot number were not reported therefore, a batch record review could not be requested or a lot trend analysis performed. The family trend analysis for the complaint category was performed and no issues were noted. Based on the information available, this device was used as intended for treatment. This report was assessed as serious (death). The company causality was assessed as possible.

Event description:
This spontaneous report was received on (B)(6) 2013, from a reporter reporting on (B)(6) year-old male consumer from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, during a dental surgery the two pieces of johnson and johnson first aid sterile rolled gauze for unknown indication (dose, frequency, lot number, and expiration date unspecified) were left in his airway, and multiple gauze pads were left in during surgical procedures that resulted in death. A specific johnson and johnson first aid sterile rolled gauze and lot number were not reported therefore, a batch record review could not be requested or a lot trend analysis performed. The family trend analysis for the complaint category was performed and no issues were noted. Based on the information available, this device was used as intended for treatment. This report was assessed as serious (death). The company causality was assessed as possible. Additional information received on (B)(4) 2013. The company contacted the reporter on (B)(4) 2013 to obtain additional information regarding complaint. As of (B)(4) 2013, the reporter did not contact the company. Based on information available in complaint, johnson and johnson conducted an independent search and identified a case from (B)(6) where a (B)(6)-year-old male died on (B)(6) 2013, after undergoing wisdom tooth extraction. J&j contacted the coroner office at los angeles on (B)(6) 2013 and received the following information. Autopsy was conducted on (B)(6) 2013. The results of toxicology and laboratory findings were pending. The results will be available in 60-90 days from autopsy completion date. The manufacturer of the gauze was not identified. This report remains serious. Additional information received on (B)(6) 2013. On (B)(6) 2013, another follow-up attempt was made by the company at the coroner's office to avail the autopsy report. It was confirmed that there was no information available in regards to the manufacturer of the gauze. On (B)(6) 2013, another follow up attempt was made by the company at the coroner's office and was informed that the autopsy report would not be available until several weeks due to cause of death was still pending. This report remains serious. Additional information received on (B)(6) 2013. On (B)(6) 2013, another follow up attempt was made by the company at the coroner's office to avail the autopsy report. It was mentioned that the autopsy report was not available. This report remains serious.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a reporter reporting on (B)(6) male consumer from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, during a dental surgery the two pieces of johnson and johnson first aid sterile rolled gauze for unknown indication (dose, frequency, lot number, and expiration date unspecified) were left in his airway, and multiple gauze pads were left in during surgical procedures that resulted in death. A specific johnson and johnson first aid sterile rolled gauze and lot number were not reported therefore, a batch record review could not be requested or a lot trend analysis performed. The family trend analysis for the complaint category was performed and no issues were noted. Based on the information available, this device was used as intended for treatment. This report was assessed as serious (death). The company causality was assessed as possible. Additional information received on (B)(4) 2013. The company contacted the reporter on (B)(6) 2013 to obtain additional information regarding complaint. As of (B)(6) 2013, the reporter did not contact the company. Based on information available in complaint, johnson and johnson conducted an independent search and identified a case from (B)(6). This report remains serious. Additional information received on (B)(4) 2013. (B)(4). This report remains serious.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a reporter reporting on (B)(6) male consumer from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, during a dental surgery the two pieces of johnson and johnson first aid sterile rolled gauze for unknown indication (dose, frequency, lot number, and expiration date unspecified) were left in his airway, and multiple gauze pads were left in during surgical procedures that resulted in death. A specific johnson and johnson first aid sterile rolled gauze and lot number were not reported therefore, a batch record review could not be requested or a lot trend analysis performed. The family trend analysis for the complaint category was performed and no issues were noted. Based on the information available, this device was used as intended for treatment. This report was assessed as serious (death). The company causality was assessed as possible. Additional information received on (B)(4) 2013. The company contacted the reporter on (B)(4) 2013 to obtain additional information regarding complaint. As of (B)(4) 2013, the reporter did not contact the company. Based on information available in complaint, johnson and johnson conducted an independent search and identified a case from (B)(6) where a (B)(6) male died on (B)(6) 2013 after undergoing wisdom tooth extraction. J&j contacted the coroner office at (B)(6) on (B)(6) 2013 and received the following information. Autopsy was conducted on (B)(6) 2013. The results of toxicology and laboratory findings were pending. The results will be available in (B)(6) from autopsy completion date. The manufacturer of the gauze was not identified. This report remains serious.

Event description:
Additional information received on (B)(6) 2013: the demographic details were updated for date of birth and ethnicity of the consumer was (B)(6). The autopsy report dated (B)(6) 2013, revealed the cause of death was anoxic brain injury due to cardiopulmonary arrest due to the administration of multiple anesthetic agents during the extraction of wisdom tooth. A review of the medical records by the doctor of dental surgery consultant indicated the likelihood of unwanted central nervous system depression and respiratory depression due to the administration of multiple medications which involved fentanyl (dose, frequency, lot number and expiration date unspecified), versed (dose, frequency, lot number and expiration date unspecified), ketamine (frequency, lot number and expiration date unspecified), robinul (glycopyrrolate) (dose, frequency, lot number and expiration date unspecified), propofol (frequency, lot number and expiration date unspecified), brevital (frequency, lot number and expiration date unspecified) and marcaine (bupivacaine) with epinephrine (dose, frequency, lot number and expiration date unspecified). There was a temporal relationship between administration of the anesthetic agents and cardiopulmonary arrest. No airway obstruction could be verified. The manner of death was accident. A toxicology report dated (B)(6) 2013, revealed the presence of bupivicaine ((B)(6), ketamine (less than 0.10 mcg/ml), norketamine (B)(6) and propofol (B)(6). An odontology report dated (B)(6) 2013 indicated that it was unclear whether the cardiac event that the consumer experienced was due to an overdose or an airway occlusion in combination with decreased reflexes from sedation. In either event, a prolonged period of hypoxia/anoxia occurred that lead to his death. The medications propofol, brevital, fentanyl, versed, ketamine, robinul, marcaine with epinephrine were considered as co-suspect. This report remains serious (death).

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.